Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during a caesarean section (c-section), when using the product on the myometrium, the suture was broken about the first 2nd stitch. It is unknown where it broke. The needle-suture has already been discarded, so it is not possible to determine the lot number. The kit (ickit29) was registered with jjkk and qa. This is one of sxpp1b407 included in ickit29. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "- if possible, could you please provide the lot number? =>unk - please provide the source or name of person providing answers to follow-up questions: (B)(6) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.